Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a fault code (5) upon interrogation and was explanted for premature battery depletion.